Event description:
It was reported that the external pulse generator had a broken screen and back cover. The caller was informed that the external pulse generator would no longer be serviced due to being older than five years of age. The status of the external pulse generator is unknown. No patient complications have been reported as a result of this event.